Event description:
Unsolicited communication from pt and wife who reported that when pt mixed his cassette yesterday morning and today around 2 pm pump was empty. Pt mixed a new cassette and switched to back up and is having some diarrhea. Pump serial number: (B)(6) maintenance due date: 09/11/2024. No interruption in therapy as a result. Pt was instructed not to use that pump again and to return it to pharmacy. Md office notified. Product fault occurred while in use by pt. Product issue contributed to pt or clinical injury. Unknown if any medical intervention was provided actual device will be available for investigation pending return by pt pharmacy replacing device. Pt had a back-up device that they switched to and was able to successfully continue their infusion. Medication is life sustaining. Outcome: resolved. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Setflow rate and volume delivered are unk. No further info. Reported to (B)(6) by pt/caregiver.